Event description:
The physician was attempting to use a amphirion deep balloon. The device was inspected and prepped prior to use with no issues noted. During advancement through the 4f sheath the balloon of the product was "shredded" and pulled away from the catheter. No patient injury or other clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation results: related to operational context- event most likely procedural related, no issues noted during device inspection and preparation prior to use, no inflation issues reported 3211 deformation problem. Evaluation conclusion: operational context caused or contributed to the event- event most likely procedural related, no issues noted during device inspection and preparation prior to use, no inflation issues reported.

Event description:
Additional information reported that no resistance noted advancing the amphirion deep balloon through the introducer sheath or along the guidewire. No force was used advancing the balloon. Upon retrieving the balloon after use, the balloon broke off in the patient at distal end of introducer sheath. The physician was able to retrieve balloon. A new introducer sheath was placed in patient. All treatment had already been completed. Evaluation summary: the device was returned broken on the proximal balloon welding: both guide wire tube and distal tube was found broken. Moreover also the guide wire tube inside the balloon was found broken close to the tip welding. Both the markers were missing. The portion of the guide wire tube broken was 170 mm. An attempt to insert the guide wire on the portion of the gw lumen was performed; however it was stuck at about 50 mm from the proximal side due to stretching of the tube. The guide wire was inserted from the hub to the rupture point without any abnormalities. No other abnormalities detected.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. No device returned. Limited information, root cause is undetermined evaluation codes conclusion: unable to confirm complaint - device or procedural images not provided for review. Limited information, root cause is undetermined. (B)(4).